Manufacturer narrative:
Concomitant medical devices: 5076-52, lead, implanted: (B)(6) 2005; 694765, lead, implanted: 1(B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited rising impedance and thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.